Event description:
During the robotic/ laparoscopic procedure the laparoscopic instrument was introduced in the belly, opened, and when closing the grasper there was a loud crack. The grasper was immediately removed and handed off the field. There wasn't any patient tissue that had been touched or damaged in the belly. Manufacturer response for spring grasper with ratchet, (brand not provided) (per site reporter): unknown.